Event description:
The customer contact reported backflow of solution. The unspecified primary tubing set was being used to deliver an unspecified solution. The secondary tubing set was being used for piggyback delivery of an unspecified antibiotic. After an unspecified length of time in use, it was noted that the solution from the secondary solution container was flowing up into the primary solution container. The secondary tubing set was replaced and the therapy was resumed. It was reported that the pt missed one dose of antibiotic. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.